Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that audible beeps were heard as if the battery was being disconnected and reconnected to the controller. The two (2) controllers and a battery were returned for evaluation. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the controllers met specifications. Both controllers ((B)(4)) passed visual inspection and functional testing. (B)(4) passed visual inspection and functional testing as well. However log files for (B)(4) showed premature switching events, confirming the reported event. The root cause for the reported event was found to be inaccurate reporting of the battery pack connection and battery capacity most likely as a result of a combination software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Z-1917-2015. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Manufacturer narrative:
It was reported that the devices, used for treatment, will be returned; however, they have not yet been received.

Event description:
Patient reported audible beeps (similar to power source connected to controller) intermittently with the batteries. The battery emitted disconnect and reconnection alarms and beeps. The will be replaced and the site is planning on exchanging both of the patient's controllers. There was no effect on the patient.